Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that unsatisfactory operating condition of the device was noted when the device was stored in cold temperature condition. Transition of measured values were also observed. The device was then stored in warm condition. The issue was not resolved. There was no patient involved.

Event description:
New information received indicated that device exhibited multiple out of range battery impedance measurements.

Manufacturer narrative:
The reported field event of high battery impedance was confirmed and was consistent with the local temperature at the time of the event. The device was further tested on the bench and using automated testing equipment, and no anomalies were found.